Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Manufacturer narrative:
This ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information, that during a routine follow-up, this patient collapsed, and was unconscious for several minutes. Once the patient was conscious again a device interrogation was performed, which revealed this implantable cardioverter defibrillator (ICD) reached end of life (eol). It was uncertain if the patient experienced a tachy arrhythmia. The patient remains in the hospital until a replacement procedure can be performed. Subsequently, additional information was received that this ICD was explanted, and replaced with a competitor device. There were no additional adverse patient effects reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.